Manufacturer narrative:
A not reportable initial MDR assessment was determined on 07/08/2015 for the complaint received on 06/15/2015. The complaint sample (omnipod) was returned to insulet complaint department on 07/06/2015. Upon completion of the device investigation the reported damaged lcd display was confirmed on 08/07/2015. As a result of identifying this failure mode with the original complaint, it is now a reportable adverse event. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide advised "do not use the pdm if it appears damaged or is not working as it should".

Event description:
The customer reported his blood glucose reached 500 mg/dl and that the pdm's lcd was black and damaged.